Event description:
A pharmacist reported that during the cataract surgery without intraocular implantation, the phaco emulsification tip (phaco tip) broke in the patient's eye, but it was retrieved from the eye in the same surgery. It was not known how the surgery was completed or whether a new tip was used to finish the procedure. There was no impact to the patient.

Manufacturer narrative:
No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the possible lot numbers. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigation or manufacturing actions are not warranted at this time. All phaco emulsification tips (phaco tips) are 100% visually inspected by trained operators using magnification 30 times during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products are reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trends and take further action, as appropriate. No further action warranted at this time. This report was originally filed as 2523835-2026-00182 (mfg site registration was 2523835). Upon receipt of confirmation from the investigation site, following submission of the initial report, the suspect product is phaco emulsification tip (phaco tip) and not the single use I/a tip (irrigation/aspiration tip). Manufacturing site has been changed from [apd, sinking spring] to [batam, indonesia] and mfg site registration has been updated to 9681121. The manufacturer internal reference number is: (B)(4).